Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic with complaints of diaphragmatic stimulation due to loss of capture. Programming changes were made.